Manufacturer narrative:
Heartsine contacted the customer to request additional information on the patient. Heartsine requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer provided heartsine with the available patient information. Patient fields in which information is not provided were intentionally left blank. Sections a and b have been updated.

Event description:
A customer contacted heartsine to report that their device did not power on during an emergency. The patient associated with the reported event did not survive.

Manufacturer narrative:
Heartsine evaluated the customer's device and was unable to verify and duplicate the reported issue. Information from the device memory showed that no log entries were recorded on the event date, which would confirm that the device had not been powered on. Additionally, no fault was identified with the returned pad-pak. The investigation was unable to determine the cause of the reported issue. Therefore, it cannot be determined if the device caused or contributed to the patient outcome. The device was archived by heartsine.

Event description:
A customer contacted heartsine to report that their device did not power on during an emergency. The patient associated with the reported event did not survive.

Event description:
A customer contacted heartsine to report that their device did not power on during an emergency. There was no report of patient harm associated with the reported event.

Manufacturer narrative:
Heartsine contacted the customer to request additional information on the patient. Heartsine requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer informed heartsine that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Heartsine has requested return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report.